Event description:
Related manufacturer reference number:2017865-2024-01971 it was reported that the patient presented in clinic for a follow-up in clinic. Upon review, it was discovered that the right atrial lead exhibited failure to capture, noise, and high pacing impedance. The right ventricular lead exhibited high pacing impedance and noise. Programming changes were performed. The patient was in stable condition.